Event description:
It was reported that there was damage to the running system controller on one of the battery leads. A system controller swap was to be performed. Patient support was ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D1, brand name; corrected. D4, catalogue number, corrected. D4, primary UDI number; corrected. Manufacturer's investigation conclusion: the reported event of damaged power leads was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). The submitted and downloaded log files were first reviewed, and no atypical alarms or events were observed. The pump maintained a speed within the expected range without issue while the driveline was connected. Visual inspection of the controller revealed that both the black and white power cable strain reliefs were damaged. In the area of the white strain relief damage, the cable¿s jacket and shield were also observed to be damaged, which exposed the cable¿s inner wires. The controller was functionally tested and found to perform as intended despite the observed damage. The controller supported pump function without issue for an extended period of time. After testing, the white strain relief was fully removed, and the inner wires were found to be in unremarkable condition. The root cause of the observed damage cannot be conclusively determined through this analysis; however, the customer mentioned that the patient¿s cats may have contributed to the damage. Incidental findings: exposed wires. Faded serial number label. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.